Event description:
The customer obtained false negative result with one sample while performing compatibility test in the ortho provue analyzer. The customer indicated that the provue interpreted the test result as a negative. The pt's test results obtained with manual gel test method, preventing erroneous test results from being released.

Manufacturer narrative:
A definitive root cause was determined. The fe indicated that the gripper was not holding the gel cards at the appropriate angle and the gel camera alignment was off. The fe performed the appropriate adjustments to the gel camera optics and alignment and gripper centrifuge adjustments to return the analyzer to expected operation. The customer performed qc testing and passed. A search was performed concerning complaints logged by this customer. This customer has not logged any similar complaints against this analyzer since the repair.